Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed via data. The root cause could not be determined. The receiver was returned for evaluation.  An exterior visual inspection was performed and passed.  The receiver has stuck and rebooted at initialization screen, so the download log could not be thoroughly reviewed.  Manual testing was performed and passed. The case was opened and there was no moisture damage, but the flash memory chip was found to be corrupted.  The reported event of initializing screen without manual restart was confirmed.  The root cause was determined to be a defective u8, flash memory chip.